Event description:
It was reported that during an unknown procedure, the device would not fire and would not open. This information was written on a note on the device. No additional information is available. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an ats45 device was received in good visual condition and with no reload loaded in the device. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4).